Event description:
Pt underwent cardiac catheterization for a nqwmi the day before. Lv angiogram revealed inferobasal hypokinesis with overall normal lvef. Coronary angiogram revealed 40% left main artery stenosis, proximal lad 40%, proximal left circumflex artery 80% stenosis, distal left circumflex artery 90% stenosis and rca with proximal mid and distal lesions of 90%, 80% and 90%, respectively. Pci of proximal, mid and distal rca lesions was successful. A stent was successfully deployed in the proximal left circumflex artery because it could not be passed to the more distal lesion, presumably because of proximal stenosis. Balloon angioplasty of the distal stenosis was performed. A second stent was advanced, but it was difficult to pass this stent across the first stent. It was decided to remove the stent and with some difficulty, the stent catheter was pulled back into the guide. Angiogram following this revealed a complete occlusion of the left circumflex artery proximally and the stent believed to have been pulled back into the guide had actually dislodged into the left main artery. The pt began to experience shortness of breath. A guidewire reinserted into the left circumflex artery in an attempt to re-open the vessel. During guide wire insertion there was a perforation of a small branch of the left mid-circumflex artery with myocardial staining. Prolonged balloon inflation across the perforation site sealed the perforation with return of timi3 flow. The pt's symptoms subsequently resolved. Due to the location of the dislodged stent (stent impaction in the left main artery) and after review with another interventional cardiologist and a CT surgeon, it was felt that CABG would be the safest and best treatment for the pt. Pt was taken to the operating room emergently after the insertion of an intra-aortic balloon pump. The pt underwent a CABG and recovery was uneventful.

Event description:
Add'l info rec'd from rptr on 02/24/03: pt underwent cardiac catheterization on for a nqwmi experienced the previous day. Lv angiogram revealed inferobasal hypokinesis with overall normal lvef. Coronary angiogram revealed 40% left main artery stenosis, proximal lad 40%, proximal left circumflex artery 80% stenosis, distal left circumflex artery 90% stenosis and rca with proximal mid and distal lesions of 90%, 80% and 90%, respectively. Pci of proximal, mid and distal rca lesions was successful. A stent was successfully deployed in the proximal left circumflex artery because it could not be passed to the more distal lesion, presumably because of proximal stenosis. Balloon angioplasty of the distal stenosis was performed. A second stent was advanced, but it was difficult to pass this stent across the first stent. It was decided to remove the stent and with some difficulty, the stent catheter was pulled back into the guide. Angiogram following this revealed a complete occlusion of the left circumflex artery proximally and the stent believed to have been pulled back into the guide had actually dislodged into the left main artery. The pt began to experience shortness of breath. A guidewire was reinserted into the left circumflex artery in an attempt to re-open the vessel. During guide wire insertion there was a perforation of a small branch of the left mid-circumflex artery with myocardial staining. Prolonged balloon inflation across the perforation site sealed the perforation with return of timi 3 flow. The pt's symptoms subsequently resolved. Due to the location of the dislodged stent (stent impaction in the left main artery) and after review with another interventional cardiologist and a CT surgeon, it was felt that CABG would be the safest and best treatment for the pt. Pt was taken to the operating room emergently after the insertion of an intra-arotic balloon pump. The pt underwent a CABG and recovery was uneventful.